Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the act button on her insulin pump was sticking during a bolus attempt. The patient did not recall any significant events leading to the keypad anomaly. Additionally, the patient reported a blood glucose of 487 mg/dl. The customer did not experience symptoms of hyperglycemia. The customer treated by having her doctor adjust her insulin pump settings. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The infusion set cannula was leaning to the side. The customer declined to check her settings. A high pressure test could not be performed due to lack of a tubing clamp. A tubing clamp was shipped to the customer. The insulin pump will also be returned and replaced due to the keypad anomaly.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened button dome switch. No unlocked lcd keypad connector noted. The insulin pump passed idle current test. Unable to perform run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly. The insulin pump had minor scratched display window and cracked reservoir tube lip.